Event description:
Information was received from a consumer regarding a patient receiving morphine 10mg/ml at 3.098 via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient¿s medical history included alzheimers that the patient developed after the pump was implanted. The patient¿s pain pump was supposed to be filled on (B)(6) 2016. The pump was not filled because the physician was unexpectedly unavailable. The patient¿s pump was not alarming and the reporter confirmed that the patient was feeling ok so far. The reporter requested physician listings for a new healthcare provider. On 2016-may-12 additional information received reported that the pump was refilled on friday, (B)(6), but they did not have a long-term healthcare provider to continue filling the pump yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.